Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. However, insulin pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Received with normal operating current. Pump passed self test. Insulin pump passed off no power test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and keypad not working . The customer¿s blood glucose level was 281 mg/dl at the time of the incident. The keypad, worn off by normal wear and tear. Keypad hard to press. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.